Event description:
It was reported that the 9400 sys displayed an error code. No pt injury was reported.

Manufacturer narrative:
The svc call was cancelled by the customer. A follow up report will be filed when add'l details become available.